Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an impedance issue described as low impedance or a short was also reported, with low impedance values on electrode 2 (688) and electrode 11 (678) and persistent ¿avoid¿ warnings on the same two electrodes. Troubleshooting was performed by changing the reference electrode, and the ¿avoid¿ warnings persisted for the same two electrodes with the same values. The issue was reported as ongoing and not resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.